Event description:
It was reported that; pt is not currently experiencing pain or discomfort. Pt states that he received a letter from doctor on (B)(6) 2012. Pt also states that he had his blood work done on (B)(6) 2012. Pt's cobalt level was 4.8 pt unsure of his chromium level. Pt was advised to have blood work done in six months.

Manufacturer narrative:
A review of the device history records indicated that the reported devices were manufactured and accepted into the final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.